Manufacturer narrative:
(B)(4). One heavily used (B)(4) instrument was returned for eval. As received, the device body was broken in pieces and the jaws could not be opened. The device could not be tested for self-activation in this condition. The incident generator was returned to the covidien ireland service center and tested to spec.

Event description:
The customer reported that midway through a splenectomy, the device activated although the activation button was not being pressed. Another device was used to complete the procedure without incident. The device was not on tissue at the time and there was no pt injury.